Event description:
The pt presented with multiple left hemispheric transient ischemic attacks consisting of a right hemiparesis and speech difficulty. A CT evaluation of the brain demonstrated a severe focal stenosis involving the left proximal middle cerebral artery (mca). The lesion was pre-dilated with the balloon catheters followed by the successful placement of the stent. Post stenting angiogram noted a severe vasospasm in the left mca and 5mg of verapamil were injected into the left internal carotid artery. The vasospasm resolved but a small thrombus was observed in the distal m1 segment of the left mca near the bifurcation. Five mg of reopro were administered and the clot partially resolved. It was noted that the one of the m2 sylvian branches of the left mca did not opacify immediately beyond the bifurcation but was opacifying via collateral flow from the left anterior cerebral artery. Therefore, the physician decided "not to aggressively pursue selective mechanical thrombectomy". The final angiogram showed good capillary opacification of the entire left cerebral hemisphere, without capillary filling deficit. Fifteen mg of reopro were administered intravenously and the pt was kept on intravenous heparin due to the thrombus remnant. The pt made a slow recovery and was about to be extubated when he developed fixed and dilated pupils and became unresponsive. Heparin was immediately stopped and reversed with 20mg of protamine sulfate IV. A CT scan indicated a massive diffuse subarachnoid hemorrhage. The pt was declared brain dead the following afternoon.

Manufacturer narrative:
Expiration date: unk as lot number is not available. Other for no allegation of product malfunction or nonconformance.